Manufacturer narrative:
H3, h6: the cori long attachment, pn rob10015, sn (B)(6), use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported event was confirmed visually. The wiper was confirmed to be missing. No traced of epoxy were observed in the component. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event can be no sufficient epoxy was applied to secure the wiper in place. This epoxy prevent the wiper to came out during the cleaning process. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during set up for a cori assisted tka surgery, it was noticed that the white inside of the ri robotic drill attachment was missing. The procedure was finished with a smith and nephew back up device without delay. Since incident occurred before procedure, patient was not involved.